Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the guidewire (as part of the modified seldinger set) had initially thought to be retained, however, when talking further with the theatre staff, the stiffening stylet had been retained by a new registrar inserting a bard groshong nxt clearvue 4fr sl PICC (7655405). The nursing staff were distracted and did not provide the usual level of supervision/ support to the registrar. It was reported that the hospital staff understand it was an end user issue. There was no reported patient injury.